Event description:
Boston scientific crm received information that during a revision procedure to replace this patient's right ventricular lead, this atrial lead was damaged. Efforts to explant this lead were attempted and all but the distal tip of the atrial lead was removed from the patient. The distal tip of the atrial lead remains in the superior vena cava (svc).

Manufacturer narrative:
The explanted portion of the lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.